Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva tubing has a hole. Hole in tubing on nexiva. (B)(6) 2026: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Yes, the patient had to be stuck a second time. Please clarify if the number of incidence next to each date of event, were on the same patient or different patients? (B)(6), 1 incidence on same patient. Additional follow up: was there any patient impact besides needing an additional device? Yes, the patient had to be stuck a second time. Was the hole on the catheter tubing pr the extension tubing that comes off the side of the winged adapter? Yes. Was there any leakage that occurred? Yes. Was the hole on the catheter tubing or the extension tubing that comes off the side of the winged adapter? Yes. This is what was on our report: "IV start was successful with 20g in right ac, however drops of blood noticed leaking from IV cath tubing. Not realizing there was an actual leak in the tubing, I attempted to draw blood, air was able pass through the leak and very little blood flowed into tubing. Still not realizing what the problem was, I attempted to flush the IV. Ns/blood sprayed from the leak in the nexiva device tubing." (B)(6) 2026: it is not at the connection but a hole in the tubing itself.